Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they visited the hospital due to high blood glucose level. The customer¿s blood glucose level was 520 mg/dl, 300 mg/dl, 157 mg/dl. The customer reported that before arriving she used the insulin pen with the fast insulin and they arrived at hospital. The customer reported that did not treat her at the hospital, they just gave her the amount of long lasting insulin to treat her with the pen. The insulin pump will not be returned for analysis.